Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device.the visual inspection of the returned product noted that the cannula and envelope seal appeared intact. The circular seal had a cut. Pmv performed functional testing; the device failed an air leak test. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the cut circular seal may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: after lap. Colectomy of cecum with terminal ileum surgery, the nurse found that the upper seal of the product was broken. The surgery time was 8 hours and there was air leak during the surgery. The fragment of the seal was not found. It was not determined whether the fragment has fallen into the cavity during surgery. The event occurred during the procedure.